Event description:
The complaint was reported as followed: date believed to be last week. Patient experienced a red angry irritated around the area where the adhesive came into contact with their skin. Nursing staff were given a sample of 17.5 x 17.5 cm aquacel foam adhesive dressing. They had mentioned a patient they had in mind because he had been allergic to mepilex border previously. Sales representative immediately cautioned the use of this dressing in a patient with an allergy to silicon dressing previously. The nurses did trial and the dressing and the report was that the patient had been allergic to the adhesive part of the dressing. When this was reported back to the representative they told her that he had developed an infection and they couldn't be sure that the redness wasn't associated with the infection. No photographic evidence is available.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The dressing was discontinued and the nurse reported that they had made a referral to the tissue viability nurse. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.